Manufacturer narrative:
Please see correction to d4 lot number, h4 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. The report event was observed when inserting the guidewire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the evaluation the guidewire tip was confirmed to be torn. Based on the results of the investigation, the likely cause of the reported event is due to a likely mechanism causing the reported event might be the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The reported event can be detected by following the instructions for use (IFU) which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (documented here due to character limitation in respective field).

Event description:
It was reported that the tip of the sheath on the mechanical lithotriptor was torn. The issue was found during a therapeutic stone crushing procedure. The procedure was completed using a similar device and there were no reports of delays or patient harm.